Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm. Customer stated they are able to rewind the pump. The displacement test was passed and self test was failed. Customer stated the insulin pump was not dropped or bumped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace u1 pin1(vdd). The history download confirmed pump error 3 and pump error 54 due to software error. No pump error 42 anomalies noted during testing. The following were noted during visual inspection: cracked keypad overlay, scratched case and pillowing keypad overlay.